Event description:
It was reported that the device would not lock mating component. Another device was used to complete the surgery. No more information is available.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: the reported event could not be confirmed as no product was returned or pictures provided; visual and dimenisonal evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.